Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock therapy noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in delivery of inappropriate shock therapy. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The sensing vector was reprogrammed and this product remains implanted and in service. No adverse patient effects were reported. Additional information was received that the device was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in delivery of inappropriate shock therapy. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The sensing vector was reprogrammed and this product remains implanted and in service. No adverse patient effects were reported.